Manufacturer narrative:
This report is filed on may 21, 2019.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019 because of poor performance. It is unknown if the patient will be re-implanted with another device.